Event description:
It was reported that the person with diabetes had been getting several line blocked alarms. He stated he has traced it back to the infusion site. He stated he has been using his abdomen area. Patient stated first line block alarm happened on 04/15/2026 when he was sleeping. He woke up and noticed that the set had been pulled out from his body. Line block alarms also happened on 04/21/2026. He stated he changed the set three times today and then decided to place the fourth set on a new area, his buttock, and had not gotten any alarm since. There was patient involvement and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.